Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient does not remember when they last recharged or received therapy from the ipg. Surgical intervention may be taken at a later date to address this situation.

Manufacturer narrative:
Patient weight - updated.

Event description:
It was reported that patient underwent surgical intervention to replace their scs ipg on (B)(6) 2019. Stimulation was restored postoperatively.